Event description:
New information received notes that a single non-sustained rv oversensing was observed when the patient presented for a routine follow up. Review of egm revealed two signals that were oversensed on the near field channel. The noise or oversensing could not be reproduced with isometric testing and pocket manipulation. The patient will continue to be monitored

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information notes the device was successfully reprogrammed.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up, non-sustained lead noise and rising high voltage lead impedance were observed. Reprogramming the device was recommended. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that during the lead explant externalized conductors were observed.

Event description:
New information received notes that there was an issue with sensing and thresholds. The lead was explanted and replaced. The patient condition was fine before and after the procedure.